Event description:
The event is reported as: complaint description: the stapler was blocked/obstructed during stapling. There are no problems with pt. No pt injury reported. Pt current condition is fine.

Manufacturer narrative:
The device sample was not received by the MFR at the time of this report.